Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had persistent asymptomatic low flow alarms and had low flow alarm threshold (lfat) adjustments performed on both primary and backup system controllers. Following the software upgrade, received a replace system controller alert when connecting backup system controller to heartmate touch. The backup system controller was exchanged. The log files were sent for review. The event log file contained controller liquid crystal display (lcd) communication fault alarms. Based on the log files, this indicated communication between the lcd and the system controller micro or the lcd itself was not functioning properly. The system controller was returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via log file analysis, submitted photos, and evaluation of the heartmate 3 system controller (serial number (B)(6). Review of the log files revealed the system controller was briefly powered on twice (B)(6) 2025. Shortly after powering up each time, controller internal fault alarms activated due to power a broken, power b broken, lcd (liquid crystal display) communication, com a, and com b faults. The alarms did not resolve before the controller was powered off each time. The driveline was not connected throughout the data. Customer submitted photos revealed replace system controller alarms active on a heartmate touch while system controller (B)(6) was connected. Upon connecting the returned system controller to a test power module and system monitor, a replace system controller alarm was reproduced, and the lcd screen did not display information. Despite the active alarm, the system controller was connected to a mock circulatory loop and was able to operate the system as intended. The system controller was disassembled, and the main printed circuit board assembly (pcba) was installed into a test controller. The reported issue was reproduced. The lcd pcba was installed into a test controller and operated as intended, therefore isolating the issue to the main pcba. Circuit analysis of the main pcba revealed that the j1 connector, the component which connects the lcd pcba and main pcb, was not providing the correct voltage. The j1 connector was inspected under a microscope, and it was observed that pin 1¿s solder joint was damaged. The solder joint was reflowed, and the system controller was reconnected to a test power module and system monitor. The lcd screen was able to display information without issue, and no alarms were active on the system monitor. The repaired system controller was reconnected to a mock circulatory loop and was able to operate the system without issue for an extended duration. The root cause of the reported event was determined to be due to a damaged solder joint on the main pcba; however, the root cause of how the solder joint became damaged was unable to be conclusively determined. Device history records (shop orders: (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, document arten (B)(4), rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including controller internal fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.